Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 2 years later due to dislocation and disassociation. During the revision, the bearing was unable to be located in the patients joint so the surgeon decided to leave it in place. A new neck, bearing, and head were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 110010260 lot# 65575803 g7 osseoti multihole 44mm a, cat# 00-7713-005-00 lot# 65501084 mod ml taper fem st 5, cat# 00-7848-022-00 lot# 65251159 kinectiv modular neck b, cat# 110031313 lot# 64782550 22.2mm i.d. 32mm o.d. Size a bearing, cat# 802602202 lot# 3103804 femoral head 12/14 taper 22.2 mm diameter +0 mm neck length. G2: foreign: japan the customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.